Event description:
Pt underwent CABG procedure. Pt arrives on nursing unit at 1315, was intubated and sedated. At 1640, pt extubates self. Fails trial off ventilator and requires reintubation at 1720. At 2050, monitor notes pt bradycardic, and vent alarms. Pt checked and revealed pt was disconnected from ventilator. Et tube adapter not attached to et tube. Pt becomes asytolic. Code called. CPR initiated. Pt reintubated and hr returns; however, pt suffered anoxic brain injury and expired 9/22/1999.